Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1) and the bard/davol ventralight st (device #3). Not returned.

Event description:
On (B)(6) 2016, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1). On (B)(6) 2018, the attorney alleges the patient had unspecified injuries related to bard mesh (device #1) and underwent surgery for implant and unspecified bard/davol ventralight st (device #2). On (B)(6) 2019, the attorney alleges the patient had unspecified injuries related to a defect in the bard mesh (device #1) and ventralight st (device #2), and underwent revision surgery and implant of an unspecified bard/davol ventralight st (device #3). As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1) and two (2) ventralight st (device #2) and (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."